Manufacturer narrative:
Date sent to the FDA: 04/19/2011. (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): representative samples from the same lot number as the actual device were returned for evaluation. The devices were visually and functionally evaluated. The devices met visual and performance specifications.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a neonate patient underwent intubation on (B)(6) 2011. During intubation, the needle snapped as it was withdrawn when being used to suture the endotracheal tube into place. This left the broken end of the needle in the endotracheal tube and exposed to the airway. The airway was clamped below the broken needle as this was visible in the tube and withdrawn from the patient&apos;s airway. The intubation procedure had to be repeated. Additional information has been requested.